Event description:
Add'l info rec'd from user facility 11/27/02: please disregard medwatch report #0000490118-2002-0022 for afx medical device. This is a duplicate report. Originally report submitted 07/19/02, report #0000490118-2002-0020.

Event description:
Afx flex 10 surgical ablation probe placed on pt by doctor for mini-maze procedure. Pacer set at 65 and timer set at 90 per manufactured recommedation. Pt was not yet on bypass but aortic and venous cannulas were in. Device activated-after 35 seconds smoke was noted by dr and the ablation was terminated. The probe has an approx 2cm hole with exposed fine wires. Afx notified.